Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of (B)(6) study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the proximal popliteal artery of the left leg. One 5.0 x 60mm biomimics stent was implanted. On (B)(6) 2020 at the time of the patient's 36 month follow-up clinic visit an occlusion was identified. The occluded segment involved the superficial femoral artery and proximal popliteal artery. This event was described as being "not related" to the device or procedure, but involved the target lesion. As the subject exited the study on the (B)(6) 2020 re-intervention on the occlusion had not yet taken place but was planned. The outcome of the event is described as "continuing".the device remains implanted.